Manufacturer narrative:
The sample was returned for investigation. No problem was found during visual inspection. The shunt seemed proper and the lumen is open. Root cause could not be determined, as no problem was found in the returned product. Investigation has been completed based on current information. No further action is required at this time. (B)(4).

Manufacturer narrative:
The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. There were no similar complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that after a shunt was implanted over the course of approximately two years, the patient encountered having to use four additional glaucoma eye pressure controlling medications, additional procedures and loss of peripheral visual field. The intraocular pressure increased to 30mmhg on (B)(6) 2016. The surgeon considered that the shunt was clogged and exchanged the shunt on (B)(6) 2016. Two days later the intraocular pressure was improved to 10 mmhg.